Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using a maxcore instrument. During the procedure, the outer cannula could not be fired, preventing the collection of a tissue sample. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photographs were provided and reviewed. The first and second photographs showed the maxcore devices placed on a cloth in its initial position, without needle protective sheath and yellow guard. The third photograph shows a maxcore device placed on a cloth in its half-primed position, without needle protective sheath and yellow guard. No other anomalies noted. Based on the photo review, the reported failure to fire issue could not be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as the provided photo evidence does not support the event for all three devices. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.